Event description:
The lead was explanted when signal drop-out was observed on stored electrograms. Electrograms indicated a possible fracture along the length of the metal portion of the lead. Marked signal drop out and deflections indicating a connection was made and broken were present, causing inappropriate detection and gross undersensing at times.